Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be the alert state machine's time calculation for secondary alert profile settings was incorrectly putting the end time of the alert profile schedule to be midnight of the current day, causing the alert profile to update to the primary alert profile at midnight each day. This problem was resolved in app version 1.6 by updating the logic of the alert state machine's time trigger calculation that enables and disables patient profiles.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert settings altered themselves. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.